Manufacturer narrative:
The customer's report was duplicated and the monitor board was replaced and scrapped to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during training by a zoll medical representative, the device's display was frozen. Complainant indicated that there was no patient involvement in the reported malfunction.